Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Reportedly the customer declined troubleshooting with tandem technical support.